Event description:
An 18mm x 7cm medtronic metrx tubular retractor was being used by the surgeon during a two-level lumbar microdiscectomy. The plastic tube fractured into multiple pieces during the repositioning of the device. A thorough inspection of the surgical field was followed by multiple rounds of irrigation to flush out any remaining particles. Tube and any retrieved fragments sequestered.